Event description:
Device malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of a scarred moderately calcified common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was retracted the needle was not captured by the cuff. The device was removed and a second and third proglide were used with the same results. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Improper method-patient selection. Device# 1 part# 12673-03, lot# 81033-6h indicated is being filed under medwatch MFR# 2953144-2010-00250. Device#3 part# 12673-03, lot# 81033-6h indicated is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete.